Manufacturer narrative:
The reported event was confirmed. Evaluation observed there was only 4.5 ml water left inside the syringe. The cap was returned. Observed crack at barrel near the tip area of returned syringe causing leakage. The reported event could have been contributed by supplier. The potential root cause for this reported event could be error during the manufacturing process at supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date]. 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no water inside the syringe prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no water inside the syringe prior to use.